Event description:
It was reported that a balloon rupture occurred. Vascular access was obtained through retrograde approach. The chronic totally occluded target lesion was located in the severely calcified and moderately tortuous mid left anterior descending (lad) artery. A 4.00mm x 15mm apex¿ balloon catheter was selected to dilate the lesion using reverse cart technique. During the first inflation the balloon ruptured at 10 atmospheres. They suspected that the issue occurred due to the calcification. The procedure was completed with a different device. There were no patient complications reported and the patient status was good.

Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4). Device evaluated by MFR.: the complaint device was not received at the complaint investigation site (cis) for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).